Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval.

Event description:
Distributor reported that user removed the product from use and during removal of the cannula, the cannula broke off from the site and remained under user's skin. According to distributor the user required surgery under local anesthetic to remove the cannula portion. No permanent adverse effects reported.